Event description:
The products from this lot are labeled as 330 mm in length but the actual nail in the package is 300 mm in length. Zimmer (B) (4) investigation has determined that the entire lot is affected.

Manufacturer narrative:
Recall of lot 2385866 initiated on 23rd march 2009. Nine units were shipped to the u.s. This MDR is being filed more than 30 days after the complaint was received. The complaint device was not received from (B) (6) for approximately 3 weeks and the investigation did not conclude that the entire lot was affected and subject to recall from the u.s. Until 12th march 2009. We are filing this MDR within 30 days of this determination of remedial action, consistent with the definition of "becomes aware" (B) (4)". (B) (4)